Event description:
It was reported that a patient fell about 8 months ago and had an appointment 6 months ago. It was stated that the patient had fallen and landed on the battery and that the implantable neurostimulator (ins) ¿felt loose.¿ it was stated that ¿they looked at it and it was fine.¿ it was reported that the patient was still getting good coverage. It was stated that the manufacturer¿s representative checked. Additional information received reported that the manufacturer¿s representative knew the patient and did see the patient about 6 months ago. It was stated that ¿all she was told at that time was to check the system, no patient fall or loose ins was reported to her.¿ it was stated that she checked the system and it was working fine and she did not report the event. It was stated that she ¿might have done minor reprogramming at the most in addition to checking the system.¿ it was noted that she did not see any exact dates that she saw the patient.

Manufacturer narrative:
Concomitant products: product ID 3887-45, lot# v233316, implanted: (B)(6) 2009, product type lead; product ID 3887-45, lot# v233316, implanted: (B)(6) 2009, product type lead; product ID 355031, lot# n202671, implanted: (B)(6) 2009, product type screening device; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), product type recharger. (B)(4).